Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: saudi arabia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the main switch of hand piece is not working; lever for control switch is broken. The date, timing, and whether there was harm or injury to the patient was not communicated. Due diligence is in progress. No additional information is available at this time. No adverse event reported

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.